Event description:
Surgeon was sawing and surgical scrub tech noticed that the saw was "sounding" weird. Originally thought it was the battery and inspected saw and realized that the blade was broken. Removed blade and there was a piece missing. Team was using c-arm at the time and shots were taken; no evidence of piece in surgical site. Portable xray was taken at end of case and read negative for foreign body.